Event description:
On 07/02/2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On 07/06/2015 the report was sent to the initial reporter and the case was closed. Reference MFR # 3005180920-2015-00081.

Event description:
The pt came into the surgeon's office complaining of pain. She was diagnosed with an infection of staphylococcus epidermidis. The surgeon removed all her implants and a antibiotic spacer was used in its place. Explanted materials will not be made available to medacta as the pt requested them for herself.